Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose level. The customer¿s blood glucose level was 218 mg/dl at time of incident and current blood glucose level was 435 mg/dl. The customer¿s blood glucose level was 218 mg/dl, 239 mg/dl, 125 mg/dl, 263 mg/dl, 213 mg/dl, 245 mg/dl, 250 mg/dl, 256 mg/dl, 349 mg/dl, 373 mg/dl, 398 mg/dl, and 435 mg/dl. The customer was treated with pump. The customer was advised to change set. The customer was advised to monitor the issue. The insulin pump will not be returned for analysis.